Manufacturer narrative:
Duplicate of MFR#3013756811-2021-04308; duplicate of MFR#3013756811-2021-04308.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. No additional patient or event information was available.